Event description:
It was reported to tyco healthcare/kendall on june 23, 2006, that a customer had a problem with a foley catheter. The customer states a foley catheter was being inserted into ICU pt. Per customer, the nurse followed correct procedure for insertion, but when injecting only 2ml it ruptured. Urology department was consulted and larger bore foley was inserted. Complete blood count monitored for 12 hrs. Urine was bloody for several days. No further complications.